Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that her insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 124 mg/dl. The customer stated that she was wearing the pump during an MRI, and the device started beeping then. Troubleshooting was initiated for the motor error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. No motor position encoder error alarm could be verified due to an overwritten history file. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, broken reservoir tube lip and cracked reservoir tube.